Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 19 september 2019 for MDR reportability. On (B)(6) 2013, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019 the patient underwent a right knee revision due to loosening of the tibial component, swelling, laxity, and pain. The surgeon indicated the tibial component had completely de-bonded from the cement mantle. He noted nice balance in flexion and extension after placement of revised tibial component, thus the femoral component was not revised. The surgeon reported the patella traced well and was not revised. The patient was implanted with attune knee system and depuy cement x 1, and there were no complications reported with the procedure. Doi: (B)(6) 2013. Dor: (B)(6) 2019. (Rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 900304000, work order 7782398 was manufactured on 20/nov/13. 19 parts were manufactured per specification and all raw materials met specification. Nc-034823 and nc-035441 are associated with the lot. Nc -035441 was raised as the incorrect document was referenced on (sws-2039) on DHR for aquablast step a memo was attached to the nc to document that all associates are aware of the error and know that all the correct reference documents are mps-0045-crk and pic-qps0060crk. Nc-034823 was raised to change mbt duofix cone stem length tolerance from +/-0.015¿¿ to +0.015/0.030¿¿ this change does not increase the risk of the failure mode in the dfmea. Nc-034823 and nc-035441 have no correlation to the failure mode of this complaint. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.